Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. It was reported that the patient had a cent piece size hole and was never healed well. Additional information received from the field representative that the device was visible. There were no additional adverse patient effects reported. The crt-d was explanted.